Manufacturer narrative:
Na

Event description:
The customer reported that upon power up, the unit would continue to restart and would not go into normal ventilation mode. The customer was unaware if the ventilator alarmed. The unit was not in use at the time of the reported event, therefore there was no patient harm or involvement. Respironics service technician was able to duplicate customer reported problem. The service technician reported the ventilator did alarm during the restart. The service technician replaced the external battery and battery charging pcb to correct the problem. Performance verification testing was completed and the ventilator passed per operating specifications, including alarms.